Manufacturer narrative:
Additional information can be found in b5 h2& h6.

Event description:
Additional information was provided on september 12,2023 stating there was no blood loss , there was a delay of 15 minutes in therapy in order to perform the appropriate disconnections / reconnections, no one was hurt during the incident, the treatment was successful , there were no modification in the patient's condition before, during and after the incident, there was an administration by electric syringe pump. No problems were observed, just normal regular alarms.

Manufacturer narrative:
One (1) used sample, list #011-a1154 was returned for evaluation. As received a tag was observed on each of the two (2) lines of the device, saying "corotrope and heparine". No physical damage or anomalies were observed on the sample. Each microclave were accessed and tested as per procedure and no occlusion or anomalies were confirmed. The male luers from the mating devices were measurement, finding within spec. The complaint of occlusion cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Product received on 10/5/2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved 10 cm (4") smallbore bifuse ext set w/2 nanoclave®, 2 check valves, 2 clamps, rotating luer. It was reported on the central catheter under left keyboard and triple-way line of the child, one of the line rang occlusion, corotrope and heparin were being administered through this linethe status of the product at the time of event is during use. There was patient involvement but no harm reported.